Event description:
A malfunction alarm occurred on the customer's pump, identified by malfunction code 24, which could not be reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.